Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that communication failure occurred due to cable failure, and images are no longer displayed. It is estimated that an external force was applied at the wrinkled part of the cable to cause the cable to break. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the telescope image was moving from the coupler; the video connector was broken; the camera cables had multiple wrinkles; labels were gone from the outer cover; switches were found deformed, cut, and dirty; the charge-coupled device connector was broken; and there were six white dots in the image of the camera head. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported for the customer that during standard device maintenace the high definition autoclavable camera head had appearance defects with display noise. There were no reports of patient harm associated with this event. During the device's evaluation, it was discovered that there was intermittent noise and lines in the image due to a faulty cable unit. Sometimes the subject cannot be recognized. This report is to capture the reportable malfunction of the display noise and lines noted at estimation.